Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of turns off when programmed was reproduced. A review of the event history log (ehl) revealed multiple improper shut down messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Inspection of the pump found depressed battery contact pins on back flex. The cause of the condition was determined to be fluid intrusion. The rear case will be replaced to correct the reported problem. Additionally, the wireless battery module inspection found corrosion on the contact pins. This is due to user related use. The battery module requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off during programming/set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.